Event description:
It was reported that the (1) mcm20 was used during a gall bladder procedure. It was reported that the device misfired. There was no consequence to the pt. It was not reported how the case was completed.